Event description:
Patient presented with bleeding at the neck incision 24 hours post-implant procedure. It was reported by the patient that an ER physician performed a procedure to manage the bleeding. The patient stated they then followed-up with their implanting physician with bleeding again. The implanting physician performed a procedure and has not provided details of intervention that occurred.